Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was programmed to low rate of 80 beats per minute but on telemetry the pacing rate dropped to the fifties and the patient got hypotensive. It was noted that the day before the patient had coronary bypass surgery. Reprogramming of the ICD was done and the ICD remains in use. No further patient complications have been reported as a result of this event.